Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that oversensing of the p-wave, on the right ventricular (rv) lead channel, was observed. Pacing inhibition (pi) less than 2 seconds was seen. The rv lead was confirmed to be in the rv. The device sensitivity was decreased, and the pi and dizziness were experienced less. The cause of the issue remains unknown. The patient was reportedly being holter monitored. If the pi continues, the physician was going to consider a new rv pace/sense lead placement. Additional information received indicated that the lead and crt-d were removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned in 2 segments, likely occurring during lead removal. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.